Event description:
Reporter called stating she had four faulty dexcom sensors. On friday (B)(6) 2026 she stated she placed a sensor and within 5 minutes it gave a message that the sensor failed. She tried three more sensors and the same issue occurred. The 5th sensor she tried worked. Reporter called manufacturer to get replacements. Health effect code: 4582. Device problem code: 2917. Reference report: mw5186790, mw5186791, mw5186793.